Event description:
Information was received from a healthcare provider and social worker regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an x-ray from (B)(6) 2021 shows that the lead has moved from the epidural space and has migrated into the subcutaneous tissue. Caller reports pt is going to have the lead removed but is inquiring if pt can have MRI of cervical and thoracic spine before explant. Caller had no additional info to provide regarding the lead migration.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4) ,implanted: (B)(6) 2016, product type : lead, ubd: 13-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.